Manufacturer narrative:
The device was not returned to olympus for evaluation therefore the complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause is very likely improper handling/excessive force, in combination with wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the jaws alligator type hiq had the jaws fitting gap worn out as it was too wide. The issue occurred during preparation for use. There were no reports of patient harm.